Event description:
Dealer is stating that the free wheel hub assemblies pins are getting really loose.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.